Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to a systemic infection. The patient was also implanted with an antibacterial absorbable envelope. No further patient complications have been reported as a result of this event.